Event description:
It was reported by the customer, the high-definition autoclavable camera head presented a shadow in the image. No patient harm reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The image ceased to appear due to a cable break. The coupler did not rotate freely. The lock was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 04-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed shadows on the screen due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The issue occurred prior to the procedure when the operating system was opened in the management system used by the facility.